Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative adjusted the voltage on the transformer. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system produced an audible alarm upon boot up. No pt injury was reported.